Event description:
It was reported that (1) device was used during a wedge resection. It was reported by the affiliate that the tlh30 instrument staple line had a air leakage. Another instrument was used to complete the case.